Event description:
Catalyst ide study: (B)(6). It was reported that on (B)(6) 2023, a 25mm amplatzer amulet was successfully implanted after four repositions with patients activated clotting time (act) levels act=37, heparin administrated 100 u/kg (total 9.000 units). The patient reported slight chest pain and 1-2 mm precardiac effusion was noted after procedure. Three hours later, pericardial tamponade was observed and pericardiocentesis was performed with 400 ml drained. The bleeding stopped spontaneously and the pigtail drain removed next morning. The physician alleged that the transseptal puncture was most likely the caused of pericardial effusion. The patient was discharged day after procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.